Event description:
It was reported to medtronic neurosurgery that the patient's valve was able to be adjusted, however, it was overdraining at pressure setting 2.5 especially when the patient was standing up. According to the report, the valve was explanted. The report stated that the patient was recovering from the shunt revision surgery.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, siphon, reflux, pressure-flow and pre-implantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed in the interior and exterior of the device. Debris within the valve may have temporarily interfered with the siphon control device, resulting in fluid siphoning. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, siphon, reflux, pressure-flow and pre-implantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed in the interior and exterior of the device. Debris within the valve may have temporarily interfered with the siphon control device, resulting in fluid siphoning. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. Additional patient/device information: medtronic neurosurgery received additional information regarding the implant date, and the lot and catalog number of the valve. (B)(4).